Manufacturer narrative:
(B)(6). (B)(6) clinical trial. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 17, 2018 that a wallflex fully covered biliary rmv stent was implanted on (B)(6) 2018 as a part of the (B)(6) clinical trial. The patient had been enrolled into the clinical trial on (B)(6) 2018. The patient's chronic pancreatitis was diagnosed in 1989. The etiology of chronic pancreatitis was alcoholic and calcific. The patient was noted to be a candidate for the surgical alternative to stenting. On (B)(6) 2018, the patient was admitted to the hospital and on (B)(6) 2018, baseline liver function test were performed. On (B)(6) 2018, the patient underwent a baseline assessment of biliary obstructive symptoms (abos) and no symptoms were identified. A pancreatic sphincterotomy was performed during the procedure. Prophylactic antibiotics were administered. A previously placed pancreatic stent was removed and the study stent was implanted on (B)(6) 2018 in a satisfactory position across the stricture. The patient was discharged from the hospital on (B)(6) 2018. On (B)(6) 2018, the patient experienced cholangitis and was hospitalized on (B)(6) 2018. An endoscopic retrograde cholangiopancreatography (ercp) was performed on (B)(6) 2018 which noted the stent to have partially migrated distally and the stent was occluded due to sludge. The wallflex biliary stent was removed and a new wallflex biliary stent was implanted. The patient was treated with medication but the type was not reported. The event was considered resolved on (B)(6) 2018 and the patient was discharged on (B)(6) 2018.

Manufacturer narrative:
Health care facility address: (B)(6). (B)(4) wallflex fully covered biliary chronic pancreatitis registry clinical trial. Problem code 2423 captures the reportable event of stent blocked/occluded. Problem code 4003 captures the reportable event of stent migration. Patient code 1932-inflammation captures the reported event of cholangitis. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Event has been updated based on the additional information received on september 13, 2018.

Event description:
It was reported to boston scientific corporation on august 17, 2018 that a wallflex fully covered biliary rmv stent was implanted on (B)(6) 2018 as a part of the e7058 wallflex fully covered biliary chronic pancreatitis registry clinical trial. The patient had been enrolled into the clinical trial on (B)(6) 2018. The patient's chronic pancreatitis was diagnosed in 1989. The etiology of chronic pancreatitis was alcoholic and calcific. The patient was noted to be a candidate for the surgical alternative to stenting. On (B)(6) 2018, the patient was admitted to the hospital and on (B)(6) 2018, baseline liver function test were performed. On (B)(6) 2018, the patient underwent a baseline assessment of biliary obstructive symptoms (abos) and no symptoms were identified. A pancreatic sphincterotomy was performed during the procedure. Prophylactic antibiotics were administered. A previously placed pancreatic stent was removed and the study stent was implanted on (B)(6) 2018 in a satisfactory position across the stricture. The patient was discharged from the hospital on (B)(6) 2018. On (B)(6) 2018, the patient experienced cholangitis and was hospitalized on (B)(6) 2018. An endoscopic retrograde cholangiopancreatography (ercp) was performed on (B)(6) 2018 which noted the stent to have partially migrated distally and the stent was occluded due to sludge. The wallflex biliary stent was removed and a new wallflex biliary stent was implanted. The patient was treated with medication but the type was not reported. The event was considered resolved on (B)(6) 2018 and the patient was discharged on (B)(6) 2018. Additional information received on september 13, 2018. On (B)(6) 2018, the patient manifested biliary obstructive symptoms of fever/chills.